Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tapered screw-vent implant (tsvtwb8) and associated abutment were returned for investigation. There were no allegations against the abutment. Therefore, the investigation addressed only the implant. Visual evaluation of the as returned implant identified fracture around the collar and bone residue around the external threads due to usage. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Pre-existing conditions noted on the per were osteoporosis and low bone density ¿ type iii. The reported implant had been placed on tooth # 19 (unknown notation system) for approximately 8 years.x-ray/picture image was provided. Appropriate documentation was reviewed. DHR review for the lot: (61940347) had revealed no deviations nor non-conformances which could have caused or contributed the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot: (61940347) and one similar event or complaint was found (B)(4). Based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. PMA (510k) #: k101880.

Event description:
It was reported that implant at tooth site # 19 fractured. Implant was removed and site grafted. Patient returning for implant re-placement. As a result of this event, no injury to the patient reported. Symptoms as a result of the event: pain.